Event description:
It was reported that the device was "not working" and the patient was "not feeling any stimulation." It was stated that an impedance check showed high impedances (greater than 4000) on "all electrode combinations except for one." It was stated that the patient "felt it was a product malfunction." It was indicated that the patient did not fall and there were no incidents where the lead could have been dislodged. It was noted that the doctor discussed going back into surgery to do a "complete revision." Five days later, it was reported that the patient was scheduled to have a revision done "sometime in the upcoming months." It was later reported that there was "nothing at all visibly wrong" from the x-ray images. It was uncertain whether or not the patient was having a revision or a removal surgery. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v476045, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).